Event description:
It was reported that the handle of the device got too hot to hold during procedure. There was no reported patient injury. The surgery was completed with a backup wand with no delay.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence.